Event description:
It was reported that during the implant attempt, the physician had difficulty sticking the subclavian vein and chose only one access point for both the atrial and right ventricular leads. The atrial lead was inserted through the sheath and after removing the sheath, there was difficulty maneuvering the lead in the vessel due to tightness between the clavicle and the first rib. The lead was eventually removed as it could not advance and underwent considerable stretching upon removal. The lead was reinserted with a new sheath and all measurements were within normal limits. The case was completed and the pocket was closed. Upon interrogation, the atrial lead gave measurements of low impedance and no atrial sensing on electrogram. The physician decided to re-open the pocket to investigate. The device was interrogated out of the pocket and manipulation of the lead showed noise on the atrial channel and low impedance. The physician chose to replace the lead, not knowing if it had been possibly damaged, but evidence to suggest it. The lead was rem oved and a new lead was implanted with acceptable measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead was extrins ically breached due to a tear, was extrinsically breached due to pulling/stretching/overstress and was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The inner insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant and stretching of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.